Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, product type: lead ; product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's disease. The patient's leads were positioned sub-optimally, so the leads were re-implanted, but patient outcome was not known. No further com plications were reported.